Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of service (eos) level upon receipt. Electrical analysis performed indicated normal functionality. Further evaluation, including battery assessment, at various pulse amplitude found normal current level and no indication of premature depletion was detected. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker (pm) exhibited premature discharge of battery. The pm was explanted and replaced. The patient was in stable condition.